Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook (pch) was not responding correctly while performing a surgical task. The user completed the procedure using the same system. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon¿s head was inside the surgeon console¿s high resolution stereo viewer while attempting to manipulate the instruments when the issue occurred. The failure was not related to an inability to move the instrument at all. The movements of the surgeon did not scale appropriately to the instrument, the movement was lesser than intended. The instrument did not move in the intended direction. There was no shakiness and/or friction experienced/observed. There was no instrument-to-instrument or system arm-to-arm interference or external collisions. The issues were persistent. The user was dissecting the triangle of calot when the issue occurred. The procedure was completed robotically. The device was inspected prior to use, and nothing was observed out of the ordinary. The customer does not recall how the issue was resolved. The instrument was either removed and reinserted or exchanged with a new one. The lot number of the suspect pch was not available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the permanent cautery hook (pch) instrument with the alleged issue to perform failure analysis. The return of the instrument is not expected as the customer claimed that the product belongs to hospital inventory.